Manufacturer narrative:
Date inaccurate, only the month and year are valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in the middle of charging their ins the controller froze and kept telling them to reposition the antenna over the ins. They would reposition and get the ins to charge for half a second and the controller would tell them to reposition the antenna again. When they went to cancel the charging session to start over the controller locked up and went from a blank screen to a screen that said "system error" and their ins turned off by itself. Around midnight the ins turned back on by itself. The patient was instructed to position the recharger over the ins and try again to try to start a charge session. Their ins was charging at 80% but their controller was low. They mentioned that this wasn't the first time they had trouble recharging the ins. The patient needed to sit straight and couldn't move when charging, has to recheck the antenna position, and receives poor quality. They were not used to s itting up straight to charge their ins. When they tried to start a new charge session they were able to without any issues- they controller found the ins and they reported excellent charge quality and confirmed that the controller was currently charging. No further complications reported.

Manufacturer narrative:
Additional review indicated device code (B)(4) and patient code (B)(6) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the cause of the implantable neurostimulator (ins) turning on and off by itself was not determined. It was unknown if the issue has been resolved. No further complications were reported or anticipated.